Event description:
Note: the event was from a clinical study performed in (B)(4) where three (coils) were used. However, only one device malfunctioned and was associated with the adverse event being reported. Per received report: the procedure was coil embolisation assisted with vrd (codman) of left middle cerebral artery. During the coil embolisation procedure, the last coil (details unknown) did not fit into the aneurysm therefore the physician attempted to remove it. However, when he was retrieving the coil, it unraveled and eventually was left in the c3 section of the internal carotid artery. No action was taken. The event outcome as of (B)(6) 2011 was "ongoing, unchanged." According to the physician, the relationship of the event to the procedure was highly probably. The patient had medical history of gallbladder polyp and coil embolisation of left middle cerebral artery (details unknown). Dob and wt unknown. It was unruptured saccular aneurysm. Mrs on (B)(6) 2011 was 0, on (B)(6) 2011 was 0, and on (B)(6) 2011 was 0. Antiplatelet therapy included aspirin 100mg/day: (B)(6) 2011, clopidogrel sulfate 75mg/day: (B)(6) 2011, 50mg/day: (B)(6) 2011, cilostaplease. All three micrus coils were successfully placed in the aneurysm.

Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the exact root cause of the problem reported could not be determined. The manufacturing records for this lot were reviewed and did not reveal any relevant discrepancies, design or quality concerns. A search of our field surveillance database yielded no other complaints of this type with this lot.